Event description:
It was reported by remote transmission the patient presented to the emergency department with chest pain. The transmission showed the patient was in an atrial arrhythmia for several days. The stored diagnostic noted possible loss of capture and high thresholds on the atrial lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4193 left ventricular (lv) lead (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2002. (B)(4).